Event description:
It was reported during a routine device changeout that the right atrial (ra) lead had one insulation breach and the right ventricular (rv) lead had three insulation breaches that were covered with a sleeve and medical adhesive. Two episodes of noise were seen on the atrial and ventricular electrograms (egms). The high voltage portion and the superior vena cava (svc) portion of the rv lead were capped. The pace/sense portion of the rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.